Manufacturer narrative:
This supplemental report is being submitted to provide investigation information. In this case, the root cause of the sc2000 system generating the auto freeze error message was due to the rad12 imageformer fpga overheating. This was because the device's heat sink no longer making an adequate secure thermal contact. Device was evaluated by rad manufacturer: plexus. The issue was resolved by replacing the rad12. The system is fully functional. Reference #(B)(4).

Event description:
The acuson sc2000 system was freezing up frequently with an auto-freeze message. This only occurrs while acunav probes are being used. The exam was completed using a different system. There was no injury.

Manufacturer narrative:
An investigation is ongoing at siemens healthineers to identify the root cause of the issue. The report will be supplemented after the investigation is completed. Reference #(B)(4).